Event description:
The company was informed that the patient was experiencing headaches, dizziness and pain at the implant site. The patient's device was explanted. The patient was reimplanted with another cochlear device. The patient has not had any reports of headaches or dizziness since being reimplanted.